Manufacturer narrative:
Note: device information was requested but unable to be obtained lead was implanted sometime in 2012. The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that the patient experienced ineffective therapy after falling. As a result, surgical intervention was taken to explant and replace the lead.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.